Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC placed (B)(6) 2022 @ 1152 and pulled for leaking on (B)(6) 2022 @ 1559.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
PICC placed (B)(6) 2022 @ 1152 and pulled for leaking on (B)(6) 2022 @ 1559.

Event description:
PICC placed (B)(6) 2022 @ 1152 and pulled for leaking on (B)(6) 2022 @ 1559.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.